Event description:
Additional information received indicated that the patient was stable after the programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made and further testing was recommended. The patient was asymptomatic.